Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. No issues were found in the device that would cause needle mechanism failure. Pod download data showed that the device ran for 618 pulses. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) level rose to 400 mg/dl despite multiple boluses while wearing the pod between 4 and 24 hours. While reporting this pod for high bg levels, it was also reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed from the infusion site (arm), the pod's cannula was found bent. Ketones were checked and found to be negative. No treatment was reported. The patient's blood glucose and insulin history are as follows: (B)(6).